Event description:
On (B)(6) 2010, pt reported his previous infusion tubing became disconnected from the insulin cartridge. Pt stated he does not know how it happened. Pt requested assistance connecting the new infusion tubing and priming the infusion set. Pt reported there were kids over earlier and he does not know if the tubing got caught on something. Pt stated the luer lock does not appear to be cracked and he did not try to reconnect it. Pt reported he wants to put on a new infusion tubing. Pt stated the same incident occurred about 2 weeks ago. Pt was able to connect new infusion tubing and prime the infusion set successfully. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.